Manufacturer narrative:
The device was returned to the service center for evaluation. The returned device was attached to the test usg-400/esg-400 and failed the probe check. An u509 error code was observed during the evaluation. The distal end of the device was inspected under a microscope and found approximately 10mm of the probe is detached, missing portion not returned. Both switches were checked and found both switches are functional. A visual inspection was performed and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. Additionally, there are charred marks noted on the teflon pad. Based on the similar reported events, the cause for the detached/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic partial nephrectomy procedure, the teflon pad burned but did not detach. The doctor was using the cut function, when the reported event occurred. No device fragment fell inside the patient. There was no visual damage to the teflon pad or probe unit. No metal exposed on the device jaw. No error codes displayed in the generator. The device and the connection points to the generator were inspected prior to use. No other abnormalities or cable damages were observed. The procedure was delayed to fix the issue and replace the device. The intended procedure was completed. There was no patient injury reported.